Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to missing retainer. The pump was received with missing reservoir tube o-ring, cracked reservoir tube lip, cracked keypad overlay at select button, scratched case, missing serial number label and keypad overlay texture damage. No moisture damage noted on electronics assembly, motor and vibrator motor. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage on the insulin pump. The customer's blood glucose reading was 6.4 mmol/l. The customer stated that the o-ring on the reservoir compartment has snapped off and the belt clip slot at battery compartment side has cracked off as well. The customer stated that the damage to the pump was caused by a vehicular accident. The insulin pump was returned for analysis.